Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change, the physician was unable to unscrew the cardiac resynchronization therapy defibrillator's (crt-d) left ventricular port setscrew. The physician had to exchange wrenches and use an abnormal amount of pressure before finally being able to unscrew the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.